Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm to home patient (hp). The tsr advised hp to dispose of current supplies and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(4) 2011 regarding the system error 2240 alarm. The cg reported that the issue was resolved, but by starting over with new supplies. He did not know the cause of the alarm. Per cg, there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.